Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with fever and was treated with antibiotics. Echogram revealed vegetation on the lead. The system was explanted and will be replaced when the infection clears. The patient was stable. The system will be sent back for analysis.